Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that there was no previous history. The customer¿s complaint was confirmed as the latch/lock sensor circuit was not detecting locked status. The latch/lock was replaced to fix the issue. The device passed all tests thereafter.

Event description:
The customer returned the product for latch/lock issue, during device evaluation, a malfunctioning latch/lock sensor was found. There was no patient involvement.